Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open colorectal procedure, the anvil was not fully tiled, and the device was difficult or unable to open. It was also reported that "mekanizm of the anvil did not work". They then used another device to resolve the issue in order to complete the case. There was no patient injury.

Event description:
According to the reporter, during an open colorectal procedure, the anvil was not fully tiled, and the device was difficult or unable to open. It was also reported that "mekanizm of the anvil did not work". They then used another device to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the presence of a full complement of staples. The anvil of the instrument was observed to be not tilted and separated from the instrument. Functionally, the device was applied over the appropriate test media. The device opened, anvil fully tilted, knife cut the test media cleanly and completely, but the staple line was malformed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported conditions. Additionally, the investigation detected an unreported condition of malformed staples that has no relationship to the reported conditions. The malformed staples are due to the out of location molded splines on the anvil. The out of location molded splines may occur during assembly or misuse of the device. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.